Event description:
It was reported by the repair technician that the system 6 sagital saw will not shut off. It is unk if there was pt involvement or adverse consequences due to the event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The complaint was confirmed and the trigger was replaced and returned to the customer.